Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tissue welder would not always cauterize. It was reported to be an intermittent problem. The cable was switched and the same problem occurred. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2009. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)